Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date & explant date are estimated. Further information was requested but not received.

Event description:
It was reported that the patient's occipital leads migrated. As a result, the leads were explanted and later replaced via surgical intervention on (B)(6) 2024.